Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm monopolar curved scissors had a damaged cable, it had four remaining lives. There were no delays. The procedure was completing as planned with no reported injury.